Event description:
The lift allegedly tipped over while the consumer was being transferred, resulting in a cut on her face requiring 6 stitches.

Manufacturer narrative:
During a patient transfer by the facility, the lift allegedly tipped and the patient required stitches. Nature of complaint suggests a transfer error. Current user guide covers proper transfer methods. MDR filed based on serious injury.